Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the taxol solution leaked at the air vent during patient infusion. There was no physical damage noted on the device. There was no unprotected drug exposure to the patient or healthcare provider. The tubing was replaced, and therapy resumed. There was patient involvement, but no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint on the 011-c32029 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non-conformities were found that would have led to the reported complaint.